Manufacturer narrative:
The neoveil tube was not correctly mounted on the stapler by the nurse, resulting in the knit being stapled. Consequently, the string meant for retrieving the knit broke, preventing its removal from the body. The surgeon excised the stapler and tissue, and performed suturing, leading to the development of a post-operative pancreatic fistula.

Event description:
Case: lap subtotal pancreatectomy. Event: the scrub nurse set the neoveil tube with the knit facing inward. The surgeon completed the stapling and pulled the string. However, the string broke upon withdrawal, trapping both the knit and neoveil tube inside. The knit was inadvertently stapled onto the pancreas. The surgeon cut the stapler line to remove the knit from the patient's body, during which massive bleeding was observed. Steps taken: the surgeon successfully removed the knit from the patient's body. The surgeon then transected the pancreas with suture laparoscopically and used hemostats. An adverse event, i.e., a post-operative pancreatic fistula, was observed.

Manufacturer narrative:
The neoveil tube was not correctly mounted on the stapler by the nurse, resulting in the knit being stapled. Consequently, the string meant for retrieving the knit broke, preventing its removal from the body. The surgeon excised the stapler and tissue, and performed suturing, leading to the development of a post-operative pancreatic fistula. Response to FDA request: the device (model# nv-et-m60e-2) is distributed outside the us and no gudid information exists.

Event description:
Case: lap subtotal pancreatectomy. Event: the scrub nurse set the neoveil tube with the knit facing inward. The surgeon completed the stapling and pulled the string. However, the string broke upon withdrawal, trapping both the knit and neoveil tube inside. The knit was inadvertently stapled onto the pancreas. The surgeon cut the stapler line to remove the knit from the patient's body, during which massive bleeding was observed. Steps taken: the surgeon successfully removed the knit from the patient's body. The surgeon then transected the pancreas with suture laparoscopically and used hemostats. An adverse event, i.e., a post-operative pancreatic fistula, was observed.